Event description:
A customer contacted baxter canada regarding a high drain 116 alarm that appeared on the homechoice (hc) unit, resulting in an iipv. This event occurred during use, the patient was connected, in drain 16. The home patient (hp) stated that the doctor had her change solutions to try and drain off some fluid because she had some swelling in her legs. The technical service representative (tsr) reviewed the therapy log and programming, the hp is on tidal 50% full drains every 16 cycles. The hp's fill volume (fv) equaled 1200 ml and her cycle 16 ultra filtration (uf) was 1735. The hp felt that there was nothing wrong with the hc and did not want a swap. The hp was to setup for tonight's therapy. There was patient involvement, but there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a report of iipv was confirmed; however, no root cause could be determined. The sample was not returned to baxter; therefore, no evaluation could be performed.